Manufacturer narrative:
The complaint for device interaction with conduction system was confirmed with objective evidence. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the patient preexisting condition, i.e., left bundle branch block (lbbb), could be considered as a contributing factor to this adverse event. This condition typically results in a delay or blockage of electrical impulses to the left side of the heart. The physician suspicion of mechanical irritation of electrical conduction system with the pascal ace as a procedural factor can also be considered as a contributing factor to this adverse event. At the beginning of the procedure, the imaging evaluation noted good sinus rhythm (no heart block). Shortly after the sequence of being completely in the lv in capture ready position with clasps/retention elements and a medial trajectory, abnormalities to conduction were noted. The subsequent paddle closure and leaflet capture were followed by ECG shows heart block via echo imaging. Available information suggests patient preexisting condition likely contributed to the adverse event. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal ace precision procedure in mitral position where an av (atrioventricular) block third degree happened. The patient previously had an intermittent lbbb (left bundle branch block) but was in sinus rhythm (no block) at the beginning of the procedure. The preparation of the system was done according to the instructions for use. The insertion and first grasp mitral central were successful but the stenosis gradient was 9 mmhg. While going back to the atrium and crossing the valve more medial to grasp, an av-block 3 with cardiac asystole happened. An external transdermal pacing and administration of atropine was done. As there was still no sinus rhythm, it was decided to finish the procedure and no device was placed. The patient received an external pacer and was transferred stable to ICU in this condition. There was no device malfunction seen by the physicians. The physicians suspected mechanical irritation of the electrical conduction system with the ace as the reason. Per latest news, the patient recovered in the ICU and did not need a permanent pacer to be implanted.